Manufacturer narrative:
A lumenis service engineer visited the site six (6) days after the reported event and examined the laser system. The engineer found 15a fuse on main transformer tripped, reset the breaker, measured voltage to cooling system at 231v -ok, stress tested the pump and chiller by running system for 1hour without restart or pauses and fired laser at .4j/80hz for 5 minutes without errors. Verified the system is working within manufacturer specifications and is ready for use. A two year historical review of similar complaints revealed that the same "15a circuit breaker tripping" during a procedure has not led to serious injury in the past. To date lumenis is unaware of such events ever having led to injury. A review of the subject device DHR confirmed that the subject device was manufactured and tested according to relevant procedures, tested before release, and shipped according to manufacturer's specifications. Device was manufactured 01-jun-2017 and installed at the customers (B)(6) 2017. A review of subject device product risk file ((B)(4)) revealed risk # 2.4.2; "system failure" which has the potential to lead to prolonged procedure or ineffective treatment, which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case, the patient was awakened from anesthesia, the procedure was cancelled, although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Gso expert indicates root cause is most likely a 15a circuit breaker which may be too sensitive to the cooling temperature. Unrelated to this event; as part of lumenis' commitment to continuous improvement, an improved circuit breaker was released on 31-dec-2019 (after this device was manufactured), through eco-0013702. The fse will replace the circuit breaker according to tn-3200137_a. Lumenis is closing this complaint, but will continue to monitor this failure mode; (B)(4).

Event description:
A user facility reported that during a uteroscopy with lithotripsy procedure in which a lumenis pulse 120h laser was being utilized, the display presented errors 188, 58, 183 and the laser could no longer be used. Unable to complete the procedure, an alternate laser was brought in to complete the case. No report of patient complications, was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.